Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The implant surgeon at the hosp, reported that "there was creaking and unusual sounds and it was then observed that the insert was fractured." Surgeon also alleged that the pt underwent for a total replacement hip surgery.